Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. There was a scratch on the probe. The tissue pad in the grasping section was worn away, a part of the tissue pad was peeled away. The coating of the grasping section was partially peeled off. No scratches or indications of contact with an object were found with the non- insulated area. When we closed the grasping section and checked "seal" output, seal short circuit error didn¿t occur. We adopted seal mode because the tissue would be worn away in seal & cut mode. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. 1.when inspecting the seal and cut output, the probe came in contact with metal or surgical equipment. 2.a scratch was made on the probe, and the probe damage error(error code:u504) occurred. Ultrasonic energy was delivered with no tissue present between the closed grasping section and the distal end of probe. We presume that the tissue pad was worn away and a part of the tissue pad was peeled away due to this caused. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device was evaluated by olympus (B)(4). Error u504 was not confirmed in "probe check" mode when using esg-400,usg-400,td-tb400. There was a dent on the probe. The part of the probe was deformed. The part of the tissue pad peeled from metal parts. The subject device has not been investigated by olympus medical systems corp. (Omsc) yet. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed by a doctor that in midst of an unspecified procedure using the subject device, the tissue pad was melted and u504: probe damage error occurred. The intended procedure was completed with another device. There was no patient injury reported. The subject device was returned to olympus (B)(4) for evaluation. On november 30, olympus (B)(4) found that the part of the tissue pad peeled from metal parts.